Event description:
Spontaneous call: patient calling in to say that her pump broke and is not working property. Patient infused first syringe of dose with no issues, but when she went to wind the dial back for 2nd syringe, she heard a loud click and now black lever will not move back more than an inch from front patient has a freedom pump from before from manufacturer so is able to use that in meantime to finish her dose. No adverse effects noted. No other information known. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by pt/caregiver.